Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false air in line alarm during device evaluation. No patient injury or medical intervention was reported. The user interface module master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a false air in line alarm, and the root cause was determined to be a faulty pump head module on channel c. The channel c pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.